Event description:
It ws reported that the scale was inaccurate due to being zeroed improperly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.